Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the pre-post connection of a prismaflex m100 set ckt while priming the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: the previously submitted product lot number 22e0043 was incorrect. The correct product lot number is 23e0043. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent an air leak test (2 bar) and a leak was observed at the level of the replacement y connector due to a hole. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the previously reported product code was 115306mdr. The correct product code is 115306.